Event description:
The user facility reported that the pt experienced a reaction during dialysis treatment. Treatment was temporarily stopped and the blood in the circuit was returned to the pt. No medication was administered. Treatment continued with another dialyzer with no pt complications. The user facility reported that this pt has a history of similar reactions during dialysis treatment.